Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two proglides are being filed under separate medwatch MFR numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the device was fully clip-deployed with all external and internal components in appropriate post clip-deployment position. Clip tines marks were observed on the carrier tube, indicating that the clip was originally loaded on the tube and fired off the device during use. There were no abnormal observations or damages that could prevent the clip from being fully delivered to the arterial surface to close the vessel as the locator wings were fully collapsed and sheath was fully slit. However, because the clip was not returned, the reported product experience could not be confirmed. Contributing factors for the reported experience can be influenced by, but not limited to an number of things; manufacturing deficiencies; incorrect technique and anatomical conditions: morbidly obese patient, calcified/scarred artery. Based on the reported information and condition of the returned device these factors could not be a contributing factor. Based on the investigation findings, the device performed as intended. The probable cause for the reported product experience could not be determined. A review of the lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. There were no manufacturing or quality deficiencies detected that could have contributed to the failure mode of this device. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a scarred and moderately calcified common femoral artery after an interventional procedure. Reportedly, an anterior cuff miss occurred. A second proglide was used with the same results. A starclose was deployed, but failed to achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.